Event description:
On (B)(6) 2013, the reporter stated that the display screen was dim, fading and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the text on the display was found to be dim/faded, difficult to read and was discolored. The display screen was replaced with a test screen and the display was found to function appropriately during testing. The keypad was found to be fully intact; no damage was observed. Unrelated to the complaint, during testing all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to engage. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.